Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the stopper caused flow issues. There was no report of patient impact. The following information was provided by the initial reporter: the blue stopper does not collapse correctly when a flush is attached, so you are unable to flush the tubing.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the stopper caused flow issues. There was no report of patient impact. The following information was provided by the initial reporter: the blue stopper does not collapse correctly when a flush is attached, so you are unable to flush the tubing.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the blue stopper does not collapse correctly when a flush is attached, preventing the tubing from flushing could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c and lot number 22069307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. A device history record review for model mp5301-c and lot number 22069307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. A device history record review for model mp5301-c and lot number 22069306 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots (22069307 & 22069306) . Due to no sample being received a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10